Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 78-year-old male patient, sparks were emitted from the electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3 updated. The product was returned to zoll medical united kingdom for evaluation. The customer's report could not be replicated. Review of the log showed three shocks were delivered, with one advised shock not occurring. The device showed varying impedance values, and intermittent "pads off" messages suggested poor pad contact. The customer also reported a burning smell and sparking, likely caused by poor coupling due to factors like inadequate pad-to-skin contact or air pockets under the pads. The pads were not returned, so the exact root cause could not be confirmed. The device passed all test and is functioning properly. The issue is attributed to poor coupling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.